Manufacturer narrative:
Correction: device was explanted on (B)(6) 2021; not (B)(6) 2021 as previously reported. This report is submitted on september 30, 2021.

Manufacturer narrative:
This report is submitted on september 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 (reason for explant unknown).